Event description:
It was reported by service report that the cot has a broken support bracket. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
End plate bracket assembly.